Manufacturer narrative:
A2 - age at time of event: was updated to 24 years. B3 - date of event: was updated from 1sep2024 to 4aug2024. B5 - describe event or problem: was updated to include the new information provided by the customer. B6 - relevant test/laboratory data: was updated to include additional test details b7 - other relevant history: was updated to include additional relevant patient history. H3 - device evaluated by mfg? Was updated to "yes". H6 - adverse event problem: was updated to include investigation findings h11 - additional mfg narrative: updated to include investigation findings. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine and serum samples. The results were read at 3 and 4 minutes for devices tested with urine, and the results were read at 5 and 6 minutes for devices tested with serum. All devices yielded valid negative results with strong control lines. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention and returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving 3 false positive hcg results while using cardinal rapid test hcg combo devices. The customer verified 1 of the results was tested using a patient sample. Although requested, it is still unclear if the 2 additional results were obtained on patient samples. The customer indicated false positive hcg results were obtained and once retested negative hcg results were obtained. No further information was provided. No adverse event reported. New information received on 10oct2024 provided clarity for one of the previously reported false positive results. The patient presented on (B)(6)2024 due to observing a white vaginal discharge. A fresh serum sample was collected and tested within 61 minutes of collection. No appearance issues were noted with the sample. The sample was tested, the results were read at 5 minutes, and a false positive result was obtained. Confirmatory testing was then performed using the same sample via the beckman dxi quantitative hcg device and a negative hcg result was obtained. As a result of the false positive result, treatment for the vaginal discharge was delayed 30 minutes. The doctor confirmed no harm or adverse events occurred as a result of the false result. Although requested, it is still unclear if the 2 additional results were obtained on patient samples. Please note: the legal manufacturer believes this is likely a duplicate of 2027969-2024-00168-00. However, although unconfirmed, the distributor is treating this as a separate event. Therefore, we are conservatively reporting this event again.

Manufacturer narrative:
A2 - age at time of event: was updated to 24 years. B3 - date of event: was updated from 1sep2024 to 4aug2024. B5 - describe event or problem: was updated to include the new information provided by the customer. B6 - relevant test/laboratory data: was updated to include additional test details. B7 - other relevant history: was updated to include additional relevant patient history. Results pending completion of the investigation.

Event description:
The customer reported receiving 3 false positive hcg results while using cardinal rapid test hcg combo devices. The customer verified 1 of the results was tested using a patient sample. Although requested, it is still unclear if the 2 additional results were obtained on patient samples. The customer indicated false positive hcg results were obtained and once retested negative hcg results were obtained. No further information was provided. No adverse event reported. New information received on 10oct2024 provided clarity for one of the previously reported false positive results. The patient presented on (B)(6) 2024 due to observing a white vaginal discharge. A fresh serum sample was collected and tested within 61 minutes of collection. No appearance issues were noted with the sample. The sample was tested, the results were read at 5 minutes, and a false positive result was obtained. Confirmatory testing was then performed using the same sample via the beckman dxi quantitative hcg device and a negative hcg result was obtained. As a result of the false positive result, treatment for the vaginal discharge was delayed 30 minutes. The doctor confirmed no harm or adverse events occurred as a result of the false result. Although requested, it is still unclear if the 2 additional results were obtained on patient samples. Please note: the legal manufacturer believes this is likely a duplicate of 2027969-2024-00168-00. However, although unconfirmed, the distributor is treating this as a separate event. Therefore, we are conservatively reporting this event again.

Manufacturer narrative:
B3 - date of event: was selected as 01sep2024 as a date was not provided. Results pending completion of the investigation.

Event description:
The customer reported receiving 3 false positive hcg results while using cardinal rapid test hcg combo devices. The customer verified 1 of the results was tested using a patient sample. Although requested, it is still unclear if the 2 additional results were obtained on patient samples. The customer indicated false positive hcg results were obtained and once retested negative hcg results were obtained. No further information was provided. No adverse event reported.